Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported problem was found during coronary angiography and the surgery was not impacted and completed as planned, there was no harm or injury reported to philips. It was reported that the image storage was full. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that some images are blank after saving. Fse recreated the image disk. After that, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that system was in clinical use. The procedure was completed as planned, there was no harm or injury reported to philips in the same allura system. This scenario includes that the system is started working normally. Since the image storage full issue was resolved with removing the recreation of the image disk, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system storage space was full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.